Event description:
It was reported that the patient was closed at implant with things she was allergic to. The patient is allergic to steri-strips and benzoin tincture, but the physician used them anyways. After the implant, the patient had horrible abdominal pain and her back was on fire and itching. When the bandages were removed, her back was blistered all around the incision and over 5 inches out. The patient had to see her primary physician to get antibiotics for the infection she ended up getting. The incision where they put the paddle lead is still ¿weird.¿

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).